Event description:
Complainant alleged that during training by facility staff, the device intermittently failed to discharge. The complainant indicated that there was no pt involvement in the reported malfunction.